Event description:
The istent was observed to be on the tip of the hand piece by surgical tech. The istent and hand piece were placed on the stand by the surgical technician. The surgical technician then took the istent and hand piece out of the white container and handed it to the physician. The physician stated that there was no istent on the hand piece. The room lights and over head lights were brightened. The istent was not found upon visual inspection of the room.